Event description:
It was reported to the manufacturer, by the end user, per the end user, patient fell off bed. Patient is short and wide so bari bed was requested but not given. Patient was later found on floor with back to bed but night shift. Fire department did come to get patient off of floor. Complaint (B)(4) and (B)(4) was entered into our system to have the bed returned for investigation. As of this writing, the unit has not been returned.